Manufacturer narrative:
The product was not returned for evaluation. The reported complaint involves the sterility of devices after removal from their packagings during preparation for the procedure. Sterility of a contaminated device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed. This report is associated with MFR report number: 3005168196-2019-00211.

Event description:
During preparation for a coil embolization procedure, a lantern delivery microcatheter (lantern) and ruby coil detachment handle (handle) were accidentally contaminated upon opening of their respective packaging. The lantern and handle were contaminated prior to use and, therefore, were not used in the procedure. The procedure was completed using a new lantern and handle.